Event description:
It was reported that this pacemaker recorded code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. And data analysis identified potential high impedance within the battery. Device replacement was discussed. The pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated that the patient's device received the most recent software update and it was planned to continue to monitor the situation. The pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. And data analysis identified potential high impedance within the battery. Device replacement was discussed. The pacemaker remains in service and no adverse patient effects were reported.